Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that he was no longer able to hear when using the device. There were no reports of accident or trauma to the implant site. Re-implantation is being considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link appears likely, as indicated by in-situ testing. However, to determine an exact root cause a device investigation would be necessary. No date for a potential re-implantation date has been scheduled yet. Should the device be explanted and received in the future, the case will be re-opened and the device investigated.

Event description:
The patient reported that he was no longer able to hear when using the device. There were no reports of accident or trauma to the implant site. Re-implantation is being considered. Re-implantation surgery, initially scheduled for (B)(6) 2016, was cancelled and no new date has been set.

Manufacturer narrative:
Damage to the lead wire of the conductive link, likely caused by the minute device mobility was determined to be the root cause of device failure. The technical problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient reported that he was no longer able to hear when using the device. There were no reports of accident or trauma to the implant site. The device has been explanted and was received for investigation.